Event description:
Working for over 2 hours when neptune malfunctioned mid-case when using suction. Error popped up on screen and neptune was not working, saying "prefill error". Aides were contacted and a new neptune was brought in, no excess bleeding was occuring, and no harm was done in this case.